Event description:
Pt was diagnosed with a tumor in 2003, and had chemotherapy. Then as a result of a fall, pt's femur fractured in 2003, and nail was implanted. While pt was bicycling nail fractured and was revised in 2004.